Event description:
Reporter indicated that a vns pt's device settings had been "changed." The settings were found to not be at what was previously programmed. Good faith attempts to obtain add'l info have been unsuccessful to date.